Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that molding defect occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "bowed tube. Customer found bowed tube during analytical phase. Location: out side of shelf pack.(3 ea)." 3 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bowed tubes with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that molding defect occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter. "Bowed tube. Customer found bowed tube during analytical phase. Location: out side of shelf pack.(3 ea)." 3 occurrences were reported.